Manufacturer narrative:
A replacement telepack was provided to the customer.

Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.